Manufacturer narrative:
Pump was received with a minor scratched lcd window. Pump was also received with a missing segments/partial display. Unable to perform the self test due to a missing segments/partial display. Pump was cut open to perform visual inspection and found a cracked and bleeding lcd glass. No corrosion or moisture damage found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no missing segments/partial display noted. The pump was able to navigate and continued testing. The pump passed the self test and no missing segments/partial display noted. A missing segments/partial display was confirmed due to a cracked and bleeding lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay and a scratched case. Cosmetic damage was confirmed at the screen of the pump during analysis. A missing segments/partial display was confirmed due to a cracked and bleeding lcd glass. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a display anomaly. The customer stated they were not able to see the screen and the results on the insulin pump screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.